Manufacturer narrative:
H10: internal complaint reference: (B)(4). B5 and h6 updated.

Event description:
It was reported that during a meniscus repair, t1 and t2 of the fast-fix were deployed simultaneously. T2 was removed. From the patient. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair, t1 and t2 of the fast-fix were deployed simultaneously. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation was performed on the returned device and found it cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical evaluation states that the IFU provides guidance noting the deployment slider should not be pushed twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. The root cause of the reported event was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an unintended second actuation of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, t1 and t2 of the fast-fix were deployed simultaneously. T2 was removed from the patient, t1 was deployed through the meniscus and it was removed. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Event description:
It was reported that during a meniscus repair, t1 and t2 of the fast-fix were deployed simultaneously. T2 was removed from the patient but t1 is unknown. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). B5 and h6: event description and annex e/f codes updated.